Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm value was 103 mg/dl on the receiver and the bg finger stick (bg fs) was 104 mg/dl. The patient ate breakfast, took his medication and the cgm value was 109 mg/dl. Ten minutes later he had no alerts when his bg dropped, he passed out and emergency medical services (ems) was called. Paramedics determined the bg fs was 40 mg/dl, however according to the receiver the unspecified values were increasing. He began to convulse and paramedics administered oxygen and other unspecified treatment and he recovered. Later the sensor had been inaccurate again after supper. The cgm value was 134 mg/dl and the bg finger stick was 350 mg/dl. The patient attempted to calibrate the sensor 3 times using his glucometer and was unsuccessful. The sensor was replaced. At the time of the report, the patient was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.